Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that under fluoroscopy the suture sleeve tie downs were noted to be very tight and there was concern that the integrity of the insulation might be jeopardized. No dysfunction was noted via programmer or psa testing. The physician chose to replace this lead. The physician caused insulation damage to the lead with the scalpel.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 13 cm distal to the is-1 connector pin. In the region of the suture sleeve a squeezed lead body and a deformed conductor coil were observed as mentioned in the complaint description, but the insulation was intact. Further inspection showed cuts in the insulation which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.